Manufacturer narrative:
(B)(4).

Event description:
It was reported the ptd device was being used in interventional radiology. While using the device, the basket became "caught on the pt's valve". They physician was not able to re-sheath the device. As a result, he pulled out the device and used a covered stent to repair wheat the device had removed. There was a delay in treatment with no pt harm and no pt death or complications reported.